Manufacturer narrative:
Weld on fowler assembly.

Event description:
It was reported by service report that the cot had a cracked backrest weld. The customer reports that they do not know if there was patient involvement or adverse consequences to report.